Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid procedure where there was a wire perforation prior to capsule gap. The patient was then transported to surgery. The procedure was aborted after insertion and the tr (tricuspid regurgitation) grade pre-procedure as well as post-procedure was the same at severe 3+. As per internal imaging review, a large pericardial effusion was confirmed in both the procedure and surgical tee dated (B)(6) 2024. Intra-op fluoroscopy imaging suggests potential guidewire pressure after snaring of the delivery system. The patient subsequently underwent surgery to repair the rv perforation site and had a tricuspid valve repair.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence via imaging evaluation. Available information from a call with edwards clinical specialist suggests that procedural issues related to excessive manipulation of the delivery system like snaring without sufficient guidewire retraction might have contributed to the event, however a definite root cause is unable to be determined. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra required.